Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown, unknown cup, unknown, unknown, unknown liner, unknown, 00801803202, cocr femoral head, 62103580. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2017 - 00649.

Event description:
It was reported that the patient underwent initial hip arthroplasty. Subsequently, the patient was revised due to pain, wear, corrosion, and metallosis symptoms. No delay reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.